Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The guide wire used in this procedure was reported under MDR 3004742232-2020-00309. (B)(4).

Event description:
Orbital atherectomy (oa) treatment was selected for a patient with a low ejection fraction. No hemodynamic support was placed during the procedure due to bleeding risks. Oa treatment was successfully administered to a lesion in the proximal circumflex artery. Balloon angioplasty and stent placement were performed in the proximal and distal circumflex. Imaging was performed after treatment and no dissections or perforations were observed. Throughout the procedure the patient experienced chest pain and hypotension. Timi 3 flow was observed, however the chest pain continued. Treatment was continued in the left anterior descending artery (lad). The viperwire guide wire was advanced to the lad. Angiography was performed and revealed that the wire was occlusive in the mid and distal lad. Balloon inflation prior to atherectomy to increase the outflow was unsuccessful. Orbital atherectomy was performed for three treatment passes on low speed in the proximal to mid lad, however the oad was unable to cross the lesion due to calcified occlusive disease. The chest pain and hypotension increased. Multiple vasopressors were administered in an attempt to improve blood pressure. The oad was removed and the wire was exchanged for a non-csi wire. Attempts to cross the lesion with a balloon and non-csi catheter were unsuccessful. The chest pain remained, and the blood pressure decreased until the patient went into cardiac arrest. The wire and non-csi guide catheter were removed. Cardiopulmonary resuscitation was performed and blood pressure and pulse activity was restored. Diagnostic angiography was performed, and no dissections or perforations were observed. At this time, lad perfusion was poor. The patient went into a second cardiac arrest. The patient was intubated, and an intra-aortic balloon pump was inserted for support, along with vasopressor drips and epinephrine boluses. As of (B)(6) 2020, the patient remained intubated with the iabp in place and additional vasopressors had been administered. Per the physician the patient will be transferred to comfort care due to continued declining health. Per the physician, the cause of the adverse events was a combination of the patient's advanced age, low ef and the wire being occlusive in the mid to distal area of the lad beyond the treatment site. The slow flow event was attributed to the patient's low blood pressure, which was unable to perfuse the blood. Per the physician, the oad contributed to the patient's decline, however this would have occurred during any type of atherectomy treatment.